Manufacturer narrative:
Correction: please note that further review of this event was conducted and based on the information provided by the reporter, the lead was within the specified tolerances for overall length. There was no indication that any single lead segment exceeded specifications. As a result, device code has been removed from this report at this time.

Manufacturer narrative:
(B)(4). Please note the event type has been escalated to serious injury at this time.

Event description:
Additional information from the hcp indicated that almost every lead had an inconsistent length issue, with some having differences of 1.5-2 mm in length. It was noted the surgeon took the action to check the lead length every time during the operation to mitigate the potential error. Follow-up indicated the previously reported length issue leading to dislocation on lead implantation and resulting in operating room failure or reoperation had occurred. It was stated the inconsistent lead length had resulted in lead placement to brain stem. The exact meaning of this statement was unclear.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that during "the past two years, he noticed some lead lengths were inconsistent with the specifications." The 40 cm leads were "sometimes shorter to 38.5mm or so." The hcp indicated "this situation made him have to measure the lead length all the time." The hcp further indicated that "once the lead length was inconsistent, this will lead to dislocation on lead implantation due to product deficiency"a nd "this will result in operating room failure or reoperation." It was unclear whether these issues had actually occurred; additional information was requested to determine if they had. It was noted the issue occurred intra-operatively. There was "no injury" to the patient from the event. It was indicated the lead was replaced as a result of the event. Additional information was requested; a supplemental report will be filed if additional information is received.